Manufacturer narrative:
(B)(4). Concomitant medical: unknown nexgen knee tibial tray cat#:unk, lot#: unk. Unknown nexgen knee femoral cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08436, 0001822565 - 2017 - 08437, 0001822565 - 2017 - 08438. Remains implanted.

Event description:
It was reported that the patient is experiencing extreme pain, redness and swelling after initial knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot numbers associated with the reported event were not identified. A root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. - (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient has been experiencing extreme pain that is constant and worsening, burning sensation around the knee, hot to the touch, redness and swelling approximately one year after initial knee arthroplasty. The patient is also unable to be weight bearing on the right knee. No revision procedure has been reported to date. No additional patient consequences were reported.